Event description:
It was reported that the right ventricular (rv) lead had high thresholds one day post-implant. An x-ray revealed that the rv lead had dislodged and the patient had a left lung pneumothorax. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).